Event description:
A hosp in selestat france performed add'l blood glucose tests on neonates using contour ts meters and a lab test. The contour ts continued to read high compared to the lab test results. One neonate was tested on the day he/she was born. The contour ts meters read 102 and 96 mg/dl, while the lab test result was 50 mg/dl. A one day old neonate was tested and the contour ts meters read 107 and 108, while the lab test result was 57 mg/dl. Another one day old neonate rec'd contour ts readings of 108 and 109 mg/dl, while the lab test result was 50 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid making the difference clinically significant. No adverse events were alleged. No prod will be returned for eval.

Manufacturer narrative:
It's not possible to determine a MFR date without a reagent lot number.